Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms occurring on the system controller (serial number (B)(6)) was confirmed via log file analysis. The provided log files captured intermittent driveline fault alarms on 03dec2025. These alarms appeared to have been caused by phase 1 measuring higher than phases 2 and 3, and the alarms resolved when phase 1¿s values decreased to be more in sync with the other two phases. Data consistent with a system controller exchange taking place on 16dec2025 was also captured in the submitted log files. No other notable events were observed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Available information provided that both of the patient¿s system controllers were exchanged, and no further driveline fault alarms were reported after the exchanges. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist device (lvas) instructions for use (IFU), rev. A and the heartmate ii patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas instructions for use (section 7 ¿alarms and troubleshooting¿) and the heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline fault conditions. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files were submitted on 13jan2026 and there were no unusual events recorded. The mechanical circulatory support (mcs) equipment appeared to have operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that driveline fault alarms on 03dec2025 lasted for 3 hours. The patient reported to be doing well, denied any heart failure (hf) symptoms or alarms. The log files were submitted for review. It appeared that the log file captured driveline fault events on 03dec2025 that are intermittent and may possibly indicate an issue with one of the six driveline wires. Additionally, heartmate ii log files were submitted for review. The log file captured the system controller exchange. The log file did not capture any additional driveline faults. The clinician reported that the submitted x-rays did not show any areas of concern. They reported no further alarms since last clinic visit. They changed both the system controllers, as the patient tolerated the exchange. They did the multiple disconnections and obtained log files. They noted (B)(6) was the primary system controller during the driveline fault.